Event description:
It was reported that during a craniotomy procedure with a tapered tool and attachment, the tool tip broke off. According to surgeon there is no suspicion of tool malfunction. The surgeon also stated that tool tip broke off as a result of excess power and manipulation due to the patient´s bone thickness. No patient impact reported. The procedure was completed with the backup product. On additional follow-up, it was reported that there was no patient impact.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.